Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), there was no acceptable location for more than two tines and threshold was not acceptable despite multiple deployment attempts. The device recapture was attempted, but had difficulty getting the recapture cone and the device close together and the device cup only covered about half of the main unit, the deployment button could not be returned any further. The device and the delivery system was attempted, not used and was recapture. Upon flushing, externally, blood clots were confirmed and anticoagulant bolus was administered to the patient. The delivery catheter was found to have become deformed. A second leadless ipg system was attempted, but electrical measurements showed that there was no acceptable location still. The device deployment was attempted but the device cup could not be pulled out. Also confirmed that the deployment button can be slid completely and was not pressed in. Flushing, re-storing and re-positioning were attempted twice but the event was not resolved. The device system was attempted, not used. Hospitalization was extended due to the event. No patient complications have been reported as a result of this event.